Event description:
On 9/20/94, during coronary atherectomy the cutting catheter was removed and cleaned out. There were what appeared to be small gray plastic particles (pin point and smaller) in the nose cone (atherocath chamber). Notified dr under fluoroscopy that guiding catheter tip looked abnormally shaped. Pt at this time stable. Atherocath reinserted and numerous cuts were done. During procedure the vessel totalled off (wire across lesion at all times). St segment elevation noted. Pt complained of chest pain, bp stable. Medication (urokinase) and balloon angioplasty done to establish with normal st segment and no complaint of chest pain. Guiding catheter was removed, guiding catheter tip was partially shaved off. Pt went to ccu without pain or st segment elevation. A second atherocath was used during procedure also.